Manufacturer narrative:
No power loss alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 119 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.